Event description:
It was reported by the patient that the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8780 catheter and 8637-40 neuro pump, implanted: on 2014-(B)(6). (B)(4).